Event description:
It was reported the patient experienced a shocking sensation. The patient was in a car accident in 2008. The shocking symptoms began about two months prior to this report date. The shocking sensation could be recreated with palpation of the ins in the pocket. Impedance measurements were normal. Additional information received indicated the patient was seen in follow up. Reprogramming did not solve the issue. When pressure was applied on the pocket site with the battery turned on it resulted in a shocking sensation. The same pressure applied with the battery off did not result in a shock. The patient is scheduled for a revision.